Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had no power. The field service engineer (fse) found device was operational upon arrival but not connected to a red power source. The fse replaced the system battery and ensured the device was connected to red power. No errors were found in any drawers. Diagnostics confirmed that all components were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was failed to turn back on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.